Manufacturer narrative:
(B)(4). This device has not been received for evaluation and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility customer reported; while transporting a patient the pump fell out of the spacestation. The patient had slight blood loss and the lines needed to be changed.

Manufacturer narrative:
(B)(4). The space station was returned to our contracted service provider and the reported defect was not confirmed. Their report states that the space station and four infusomat space pumps were received for evaluation. The technician tested the space station and the infusomat space pumps. The space station and the infusomat space pumps performed within the manufacturer's specifications. The locking mechanism which secures the pumps into the space station was checked and worked as intended. Based on the results of the investigation, the locking mechanism functioned as intended and the reported event could not be reproduced no further action is required. If additional pertinent information becomes available, a follow up report will be submitted. Device not returned for evaluation.